Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the led on the control panel did not light up. A root cause could not be identified. Based on the results of the investigation, it is likely poor contact of the front panel led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high flow insufflation unit exhibited a malfunction of the led (light-emitting diode) lights in the pressure and flow setting display area. The issue occurred during maintenance. There were no reports of patient involvement.